Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damages were noted. No damages were noted on the catheter body. No voids or flashes were found on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were examined within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.016-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was not confirmed, as no issues were encountered while testing the returned rebar 18 catheter. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, incompatible/damaged devices, a too-low flush rate, and a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. The customer also noted that continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a potential cause. Thus, incompatible/damaged devices, a too-low flush rate, and a lack of continuous flush with heparinized saline during delivery may have contributed to the resistance failure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intracranial thrombectomy procedure, the thrombectomy stent could not be pushed out from the microcatheter. The procedure involved accessing the femoral artery, which had a diameter of 7 millimeters, and the vessel tortuosity was normal. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. The catheter and accessory devices were planned to be returned for evaluation.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The guidewire was able to pass the catheter hub. There was no damage found to the catheter hub or guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.